Manufacturer narrative:
An intuitive surgical, inc. (Isi) has requested the mega suturecut needle driver instrument involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the mega suturecut needle driver (part number 471309-15/ lot number k10220307 0556) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). There were 14 uses remaining after the last procedural use. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was obtained: it looks like the pitch cable crimp has been dislodged from its normal position. This complaint is reportable malfunction event due to the following: it was alleged that the mega suturecut needle driver instrument pitch cable crimp was dislodged. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. At this time it is unknown what caused the crimp to become dislodged from the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, mega suturecut needle driver instrument pin on the clamp came out. The procedure was completed with no reported injury. The mega suturecut needle driver instrument is designed to grab and manipulate needles to enable suturing during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: an image was provided to clarify the reported allegation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis found the primary failure of loose pitch cable to be related to the customer reported complaint. For clarification, the instrument was found to have a loose pitch cable at the distal and proximal end. As a result, the cable crimp of the pitch cable pops out when the instrument is driven on the system. No material appears to be missing. No further damage was observed at the proximal end when the housing was removed. Additional observation not reported by site that is related to the customer reported complaint: the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the instrument did not move intuitively with full range of motion in all directions. The pitch motions appeared to be non-intuitive. The grips opened and closed properly. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. This failure is likely due to the loose pitch cable observed. Root cause of loose pitch cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.